Event description:
Philips rec'd a report that the field safety engineer (fse) was cleaning the gantry during maintenance and stuck their finger in a gap underneath the gantry's front cover and rec'd a deep cut (2-3mm). It was reported that the fse did not require stitches and experienced no long term effect due to the injury.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. An investigation determined that the probable root cause is a poor fit of the front cone (gap between the bottom of the front cone assembly and the bottom gantry cover) and suggested that the front cone assembly be replaced.(B)(4).